Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# j0210028v, implanted: (B)(6) 2004, product type: lead. Product ID neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 37702, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 3487a-33, lot# j0344032v, implanted: (B)(6) 2004, product type: lead. Product ID 3487a-33, lot# j0210028v, implanted: (B)(6) 2004, product type: lead. Product ID 3550-29, lot# n457659, implanted: (B)(6) 2014, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantation procedure, impedance issues were found on a couple of lead electrodes after testing with a multi-lead trialing cable (mltc) had been done. Additional information received from a representative on 2014-05-23 reported that the impedance issue was seen on bilateral lead electrodes 0 and 4. It was noted that the cause of the issue was not determined. It was noted that the patient was happy with the programming after the procedure and that no future interventions were planned.